Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds due to faulty force sensor resistor (gold). The pump had cracked case at the display window corner, cracked reservoir tube lip, scratched case and scratched lcd window.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin squirted out during manual prime and the piston continued to move forward after reservoir contact. The customer stated the priming was impossible. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.